Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204 / constant gong alarms) was confirmed. As received, the monitor failed incoming pulse testing. Upon evaluation, the u612 processor was producing and improper output. The cause of the code 204 and constant gong alarms is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the defective processor. The root cause of the defective processor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and service code 204.